Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic showing oversensing on the ventricular channel. Patient was asymptomatic. Oversensing was reproducible in clinic with deep breathing. Programming changes were made. Patient was stable before, during and after the event. Device remains implanted.